Manufacturer narrative:
Visual evaluation of the returned capio¿ slim revealed no visual defects. The carrier was actuated three times, it extends and retracts, within specifications. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a capio slim was used for an unknown procedure. According to the complainant, when they placed the guide, the system did not retract completely. It was not possible to place another guide and they changed the device. The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a capio slim was used for an unknown procedure. According to the complainant, when they placed the guide, the system did not retract completely. It was not possible to place another guide and they changed the device. The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of carrier unable to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.